Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 236 and 97 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.